Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up, inappropriate atrial noise reversion was observed. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: - this is to correct the previously submitted report to include serious injury.

Event description:
New information received on (B)(6)2019 indicating that the device was explanted for an unrelated reason. The patient was stable post procedure.

Event description:
New information on 6/18/2018 stated that the device has been explanted on (B)(6) 2018. No further information was available.